Manufacturer narrative:
(B)(4). Qing zhang, ming xiang ,jin-song yang, fei dai (2023). Clinical and radiographic outcomes of total elbow arthroplasty using a semi-constrained prosthesis with a triceps-preserving approach over a minimum follow-up period of 4 years. Orthopaedic surgery published by tianjin hospital and john wiley & sons australia, ltd. Doi:(B)(6). D10: unk coonrey-morrey ulnar component. G2: foreign- china. H6: component code: proposed code: stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is not confirmed if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2023 -02833.

Event description:
It was reported during a clinical study that the patient underwent total elbow  arthroplasty. The patient experienced peripheral nerve damage. The patient was prescribed mecobalamin and recovered two years post-implantation. No additional patient consequences were reported.